Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the bluescreen. A field service engineer reimaged the hard drive and updated the station information, verified connectivity with remote support service (rss), then queued eset and credential management, completed synchronization with the server, customer performed inventory of medications in the drawer, confirming proper functionality. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station was stuck on the bluescreen and stuck at 7% windows update. Customer tried to reboot the station, but issue persisted. However, there were no delays or adverse events or injuries reported based on this event.